Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as the readings did not exceed 500 mg/dl or display a high reading beyond the normal range. To resolve the issue, the customer changed the cartridge and resumed insulin use. Additional assistance was requested due to frequent and recurring occlusions.